Manufacturer narrative:
The hill-rom technician found the external buzzer was inoperable. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm) and testing for joint commission certification. Pm and testing not only meet joint commission requirements but can help make sure of a long, operative life for the bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the buzzer to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed had no audible alarm. The bed was located at the account in the ICU. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).